Event description:
The customer reported that there was a burning smell coming from the unit and an error message was displayed. The system was rendered inoperable. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver circuit board was replaced. The system was then found to be operating as intended.